Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source display a b30 and an e216 error. The customer mentioned that the event sometimes occurs prior to procedure or during procedure. When the event occurs during procedure, the endoscope is required to be disconnected and reconnected. A follow up was performed to confirm when the error occurred during this specific event however, it is unknown at this time. There was no patient injury or harm reported. This report is being submitted for the b30 error.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. It has been over 10 years, since the subject device was manufactured. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. There is no information of recurrence. Also, no request for inspection to the repair department has been made. It was recommended, that when the phenomenon occurs, the endoscope needs to be reconnected. The instruction manual identifies, the following related verbiage, which could have prevented the phenomenon: ¿cv-190 instruction manual/9.2, troubleshooting guide: b30 scope communication error: unable to communicate with the endoscope. Please discontinue use and contact olympus¿. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.